Manufacturer narrative:
Date of event: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens, +11.0 diopter, but the lens was the wrong fit and was removed. There was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Conclusion: reportedly, single-piece collamer iol was removed intraoperatively to address patient anatomy issue ("wrong fit"). Per medical review no reported problem with the lens. Despite multiple attempts no additional information was obtained to date. (B)(4).